Manufacturer narrative:
Returned device was received in good physical condition but the rear housing was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. Error code 102 was directing analysts to a fault in the microprocessor board which was the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump experienced a system fault error. There were no reported adverse events.